Manufacturer narrative:
The reason for this revision surgery was reported as the patient had a scapula fracture and the baseplate failed after 1.7 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 6 prior complaints against this part number. Summary of investigations: 3 for trauma, 1 for dislocation, 1 for function, 1 had cracked. The two parts that had part issues (function and cracked) were reviewed and it was determined those events were an anomaly, i.e. One time occurrence. This is the first complaint from this lot. No information was provided that definitively described the root cause or reason of the fracture of the scapula. A follow-up was initiated with the agent, reported the baseplate had not failed but had shifted in the joint because of the fracture. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: the agent reported that the baseplate shifted from the patient's scapula fracture and did not fail.